Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaks during their (B)(6) 2018 treatment using the fresenius liberty select cycler and cassette. The patient reportedly received the air detected in cassette message and m75 volume error warning during fill 4 of their treatment, and upon canceling their treatment and removing the cassette there was fluid leaking in the cassette door. After following up with the peritoneal dialysis nurse (pdrn), it was learned that there were no adverse events, injuries or medical interventions as a result of the event. The patient had reportedly switched to a competitor¿s pd products, and has resumed their subsequent treatments without issues. The cycler was returned to the manufacturer for evaluation, and the cassette was reportedly discarded.